Event description:
It was reported the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 200+ mg/dl. The customer gave herself boluses for treatment. The troubleshooting was performed. The patient was advised to change entire set, reservoir and insulin and treat per healthcare provider instructions. The customer was advised and directed to additional resources available on our website.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.